Manufacturer narrative:
The explanted devices were not returned to bsn as they were kept by the medical facility. A review of the manufacturing documentation of the explanted devices found no anomalies and deviations potentially related to the event occurred during manufacturing. This is the final report.

Event description:
A report was received that the pt's precision system was explanted. The implanting physician has no further info regarding the patient's explant. No add'l info is available.